Event description:
An eyecare practitioner reported that a pt presented with a paracentral corneal ulcer in their left eye associated with wear of focus night & day lenses. The pt reported redness & moderate pain, and had discontinued lens wear. There was an anterior chamber response of unknown severity. The pt was treated with antibiotic drops (zilox & garamycin) and showed clear improvement over the next few days. The lesion was cultured and the result was "sterile". Request has been made to obtain information, however no further information is available concerning signs, symptoms, location, treatment or outcome.